Event description:
Overdelivery of secondary infusion reported. The pump was set to infuse an unspecified maintenance solution at 100ml/h via primary with a concurrent secondary infusion of zantac 150mg/250ml at 11ml/h. Nurses report that the initial secondary bag completed in approx 12 hrs and the second one hung infused within approx 22.5 hrs. The pump was switched out. The pt did not experience any adverse effects. No additional info was available.